Manufacturer narrative:
This is one of one initial/final MDR being submitted for this complaint with associated MFR# 2954740-2016-00210. (B)(4). Concomitant medical products: micro catheter (headway, terumo), y connector (meg okay, goodman) and enpower. The presidio will not be returned; therefore the root cause of the coil unraveling in the rhv cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a healthcare professional, during coil embolization of an aneurysm at the renal artery a presidio 18 coil (pc418113730/ c28745) unraveled. Patient was a (B)(6) female whose vessels were heavily torturous and mildly calcified. It was reported that the presidio coil unraveled when the wire was handled around y connector, the coil also partially deployed out of the distal end of the microcatheter (competitor's device). The coil was safely removed from the patient along with the microcatheter and replaced with another coil (same size, another product). The procedure was completed without further issues or delay. There were no patient injuries or complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush was maintained at all times. No visible defect or damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. The product is not available for the investigation. No further information is available.